Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the right atrial (ra) lead was suspected to have dislodged. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.